Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) that the cause of the issues were not determined. It was reported that it was possibly dependent on the intensity levels it had set for each position. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the device was affected by positional movement. The patient reported that when the adaptive stimulation was set up, she was experiencing sharp vibrations, the stimulation was ramped up, and then shut off. The patient noted that a manufacturer representative (rep) told her to be careful on how quickly she changes positions. The patient noted that she hasn't noticed a pattern but noticed she can't cross her right leg and dangle her left leg. The patient only has one group, group a - which covers 4 areas. There were no further complications or anticipations reported with this event.